Event description:
Additional information received reported that the patient was not receiving adequate stimulation in the areas where he had pain. It was noted that there was a possible lead migration or change in location of pain reduced the benefit of stimulation to the patient. It was noted that the patient had a revision of the lead to provide adequate stimulation to the areas of pain.